Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented a remote transmission with an alert for high out of range high voltage (hv) impedance. The rv-svc vector reached the upper limit however, all vectors have been trending high. The change does not appear to be a lead integrity issue. The impedance will continue to be monitored. No patient symptoms were reported.